Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during segmental resection of lung and thoracoscopy, they used reload for pulmonary parenchymal resection. The first firing was successful, however on the second firing, the surgeon started firing the device and the firing stopped at the central of the line. They replaced by new reload, and the firing was completed with no problem. There was no patient injury.